Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced peritonitis. The sample was not received for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause and treatment of peritonitis was not reported. Subsequently, the patient passed away. The cause of death was reported to be peritonitis. It was not reported if an autopsy was performed. Physioneal therapy was ongoing until the time of death. No additional information is available.